Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Caller reported compact plus system blood glucose result of 9.0mmol/l or 10.0 mmol/l. Customer then accidently took his novorapid instead of his levemir, called the ambulance right away. While waiting for the ambulance, customer drank some orange juice. As per customer the ambulance arrived and tested customer on their monitor and got 5.0 mmol/l or 6.0 mmol/l within 10 minutes of his meter reading. Ambulance did not treat customer but brought him to the hospital for treatment. Strips are not available for return, replacement sent.